Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated in the middle of the night of (B)(6) 2017, they were experiencing "water gushing." Patient was having leaking issues. Patient took out patient programmer (pp) while on the call to try communicating. Patient stated that pp screen was blank and needed to change batteries. Patient would need to call back once they had new batteries and could continue troubleshooting. Patient was calling back as they put new batteries in the patient programmer and was able to pull her settings up. Patient was asked if they were feeling stimulation and patient said yes but when they were walked through syncing the pp with the implant the implant was off. Patient was assisted in turning the implant on. Patient felt stimulation comfortably at 3.6v. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the cause of the leaking issue was no batteries. The patient stated that actions taken to resolve the leaking issue was new batteries and upped 1 digit. The patient stated the leaking issue was resolved. There were no further complications that have been reported as a result of this event.